Event description:
The following has been reported: "pump in constant alarm and not responding to buttons. Replaced the upper display case, issue resolved" reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.